Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician attempted 3 times mapping and fixation for the ventricle lead less pacemaker (vlp) but high capture thresholds were still observed on the vlp. The physician aborted the procedure due to the patient¿s blood pressure dropping during the operation. There were no patient consequences.

Manufacturer narrative:
Reported event of capture problem were not confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted the helix length was within specifications. Further analysis performed, including output verification, which showed normal device characteristics without any anomalies contributing to reported event of capture problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.